Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 584 mg/dl on aviva combo meter and 103 mg/dl on hospital meter. No adverse event reported. Requested return of suspect device for evaluation.